Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the insulin pump alarmed with a compromised force sensor system. The pump was also cracked and the customer has to change the batteries in it every other day. The pump damage and the alarms began three months ago, and the customer has been off of the pump since then. The patient's blood glucose at the time of incident is unknown. Troubleshooting was initiated for the physical damage. The cracks in the pump happened when the tubing got caught on a door knob and the pump fell to the floor. The customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instruction. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.